Event description:
Customer reportedly received the following mobile system/aviva expert system within 10 minutes: 11.3 mmol/l / 3.7 mmol/l, 12.5 mmol/l / 4.3 mmol/l. The comparisons were performed on the same day, approximately 20 minutes apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Customer did not provide product information for the aviva expert system.